Event description:
A nobel active internal rp implant was placed in a female patient in tooth location #23 (us) on (B)(6) 2013. The patient developed osteomyelitis and a pathologic jaw fracture in the anterior mandible associated with this implant procedure done 4 months previously. Patient was taken to the hospital on (B)(6) 2014. During her 2-day hospitalization, healing after treatment of area with implant removal, site débridement and fixation plate was without complications. There were no other known manifestations of this infection anywhere else in the patient's body. On (B)(6) 2014, the date of the event information was received by the manufacturer, the reporting clinician was contacted. Patient is reported to be doing fine today. This report is being submitted as a medical device report in an abundance of caution.